Event description:
The customer observed low end imprecision for the stat troponin-I assay on the architect i2000sr analyzer. A patient sample that previously tested near the assay cut-off at 0.031 ng/ml was frozen into different aliquots and tested over a number of days. The results generated were 0.030, 0.080, 0.027, 0.051 and 0.072 ng/ml. These results showed fluctuations above and below the cut-off for the assay. No adverse impact to patient management was reported.

Manufacturer narrative:
Abbott has confirmed that architect stat troponin-I list number 2k41-28 lot 74264un11 is demonstrating a shift in expected results in some cases. This effect can vary from kit to kit. The issue is specific to lot 74264un11 of 2k41-28 and this list number is not distributed in the us. A product deficiency was identified and the specific root cause is being investigated. Initial indications suggested that the issue is caused by depressed (rlu) values. A shift down in patient/control concentration results (falsely depressed) could be observed when a non-depressed rlu reagent kit is used to calibrate and a patient/control sample is tested using a depressed rlu reagent kit. An elevated shift up in patient/control concentration results (falsely elevated) could be observed if a depressed rlu reagent kit is used to calibrate and a patient/control sample is tested using a non-depressed rlu reagent kit. All levels of abbott controls will detect the shift. If controls are out of range, performing a recalibration will restore the controls in range and accurate results would be generated. As described in the architect stat troponin-I package insert, it is recommended that each control level be tested once every 24 hours each day of use.

Manufacturer narrative:
The vacuum pump on the architect i2000sr analyzer was replaced by abbott field service. This part was replaced, even though it passed the vacuum integrity test, because it sounded noisier than usual. It was replaced as a precaution and was not investigated in this complaint as the likely cause of the customer's issue. This emdr was not required for this complaint. An emdr was submitted for the architect troponin-I reagent involved in this complaint as likely cause. Refer to manufacturer report number 1415939-2012-00005.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4) (no consequences or impact to patient) (B)(4) (incorrect or inadequate test result).